Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause for the event could not be determined as the reported event was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation has not been reproduced, however, the fact that it occurred cannot be denied, so the evaluation supports the customer allegation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation. Complete establishment name (e1): (B)(6) hospital.

Event description:
It was reported to olympus, the video system center had no display. The issue was found during an unknown event. There were no reports of patient harm. Good faith effort performed and returned no additional information.